Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient pain. Probable root cause: application: contamination of instruments, patient reaction/allergy sensitivity or with active/latent infection, use of contrast media, use of more than one implant within the shoulder, wrong patient selection and general reaction to procedure.

Event description:
It was reported that 3 weeks post inspace implantation the patient developed worsening pain requiring two emergency department visits. CT revealed large enhancing shoulder joint effusion. Left shoulder joint aspirated cell count showed a left shift with 93.6% polymorphonuclear cells. Balloon was explanted which appeared to be a decompressed appearance. This is filled with approximately 0.5 cc of amber hazy fluid. Upon careful exam no punctures or tears were grossly visible. Upon careful palpation of the entire surface of this device air bubbles and fluid were discharged at an approximately 0.2 cm area of the probable seam of this device. No other areas of leakage were noted.

Event description:
It was reported that 3 weeks post inspace implantation the patient developed worsening pain requiring two emergency department visits. CT revealed large enhancing shoulder joint effusion. Left shoulder joint aspirated cell count showed a left shift with 93.6% polymorphonuclear cells. Balloon was explanted which appeared to be a decompressed appearance. This is filled with approximately 0.5 cc of amber hazy fluid. Upon careful exam no punctures or tears were grossly visible. Upon careful palpation of the entire surface of this device air bubbles and fluid were discharged at an approximately 0.2 cm area of the probable seam of this device. No other areas of leakage were noted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.